Manufacturer narrative:
(B)(4). Batch # m54v07. The analysis results showed that the cs40g device was received in good visual conditions and without a cartridge present. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. Event could not be confirmed as no cartridge was received for analysis. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # ni. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot. Additional information was requested and the following was obtained: it was reported the surgeon had to control bleeding because the patient¿s tissues were compromised, this was before the anterior resection could begin. How long did it take to control the bleeding? Approximately 1 ½ hours. What were the patient¿s pre-existing conditions medical conditions? Patient had radiated tissue. In the surgeon¿s opinion did the patient¿s pre-existing medical conditions contribute to the stapling outcome? If yes, please explain. Surgeon said that the patient had compromised tissue due to radiated tissue so yes could be a factor. Was the loop ileostomy planned as part of this procedure? No but the patient was told they may have a colostomy due to pre-existing conditions and assess to the tumor. If not, did the missing staple line from the device lead to the surgeon¿s decision to perform a loop ileostomy? ¿ please explain. Surgeon said that because the tumor was so low he may have had to do the loop ileostomy but the stapler misfire was also a factor in his decision. What tissue was being stapled with the device when the problem with the stapling occurred? Colon. What was the condition of the patient following the procedure ¿ stable, discharge, critical ¿ please explain? Patient is stable and released from hospital. Was the distal transection completed in one or multiple firings? One firing. Were the issues identified with the staple line on the rectal or proximal transection? They believe it was the rectal transection.

Event description:
It was reported that the patient underwent an anterior resection procedure. This was a very difficult case, there was bleeding that had to be controlled because the patient's tissues were compromised. This happened before the use of the device and before the resection began. During use of the device it only stapled on one side of cut line. At first the staple line looked fine and it was only when a scope was done that they found staples only on one side of the cut line. Patient was given a loop ileostomy, it is unknown at this time if the loop ileostomy was planned as part of this procedure.